Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint reported: ¿simultaneous deployment¿. The report said it was found during the procedure. The procedure was listed as: ¿meniscus repair surgery¿. There are no t¿s returned. There is no suture returned. The device shows no damage. Typically simultaneous deployment presents a bent or twisted device. This device does not show any cause for malfunction. It cycles and actuates as intended. No root cause could be established.

Event description:
It was reported that during a meniscal repair surgery when deployed t1, t2 was deployed at the same time. No patient injuries were reported.